Event description:
It was reported that a device alarmed for system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable per the reported symptom "system error 105" caused by a failed motor. The motor assembly was replaced.